Manufacturer narrative:
The cec has adjudicated that the event is related to the device but not the procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization of the target lesion an in.pact paclitaxel eluting balloon catheter was used. During another revascularization of the target lesion, two pacific plus pta balloons were used. Also, during another revascularization of the target lesion an in.pact pacific paclitaxel eluting balloon catheter was used. Approximately 16 months post first revascularization, 10 months post second revascularization and 7 months post third revascularization patient suffered acute thrombotic occlusion of the right distal sfa. Following day, an amphirion deep pta balloon was used during revascularization. Patient recovered. Investigator assessed the event is not related to the study device, procedure or paclitaxel.

Manufacturer narrative:
It was informed that the event was also treated with rotarex. If information is provided in the future, a supplemental report will be issued.